Manufacturer narrative:
The customer¿s report of an overinfusion was not confirmed. The pcu event log showed that at 3:27 pm on (B)(6) 2017 the pump module was programmed to infuse a custom concentration infusion of mag sulfate ivp mag replacement at 25ml/hr over 2 hours. At 4:33 pm, the rate was changed to 12ml/hr, which increased the duration. At 4:36 pm, the rate was changed to 10ml/hr, which increased the duration. The infusion continued until 5:46 pm when the device was channeled off. The primary volume recorded as being infused during this period was 35.99ml. The starting volume of the fluid container cannot be determined through device logs. The pump module and the disposable set were not received for investigation. The root cause of the reported overinfusion was not identified. Devices not received, log review only.

Event description:
The customer reported that a 50ml infusion with 4 grams of magnesium was programmed to infuse over 2 hours via the patient's central line. Approximately 40 minutes after the start of the infusion the clinician noted that less than the expected amount of solution was left in the bag. Another clinician double checked the programming of the device and noticed the device stated there was around 30-40 ml left to be infused. The infusion was restarted with a lower rate x2 however the infusion looked to be dripping faster than expected despite the programming change. There was no patient harm.